Event description:
Gyrus acmi, inc. Was notified by a uf medwatch report that during a laparoscopic tubal ligation, as the surgeon was inserting the falope-ring applicator, a piece of the washer from the disposable suprapubic trocar broke off and went into the abdominal cavity. The piece was retrieved without incident.

Manufacturer narrative:
This device was disposed of by the facility, no device is available for investigation. The complaint will be logged for trending purposes. A review of the lot history records does not indicate any discrepancies in the manufacture of the lot. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.